Event description:
It was reported a vns patient had a revision performed due to rejection. The patient is now experiencing vocal cords issues with stimulation. Patient has permanent vocal cord palsy and their voice goes to a whisper for weeks/months then comes back for a period of time. No additional relevant information has been received. MFR. Report was submitted for the report of vocal cord paralysis. MFR. Report # 1644487-2021-01739 was submitted for the report of infection.